Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was deterioration of the printed circuit board, power supply unit and fuse, caused by repeated use during the life of the device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event. The following components required replacement to resolve the issue: source, filter, fuses, transformer, and power input socket. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the light source was not turning on. It is unknown where the issue was identified. No patient harm or injury was reported.